Manufacturer narrative:
The reported events of noise and impedance anomaly were not confirmed. As received, a partial lead (only middle portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 22017865-2021-40211. It was reported that the right ventricular (rv) lead and implantable cardioverter-defibrillator (ICD) exhibited noise and impedance anomalies, and the patient experienced hematoma and infection of the ICD. Upon explant of the ICD, it was observed that it exhibited a loose set-screw connection, which was alleged to be the cause of the rv lead's noise.